Manufacturer narrative:
The service engineer (se) reported that the data acquisition (da) to motor controller (mc) board cable was replaced, and the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the tidal volume. It was unknown how the issue was found. There was no patient or user harm reported. Onsite service was requested.